Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, surgeon still managed to slot the chisel in the cutting block and then it got stocked and broken in 2 pieces while trying to slide it out the cutting block. Surgeon managed to get all broken pieces and no harm to patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) - re_ broken sigma hp uni anterior chisel ref_(B)(4). The photo investigation revealed that (B)(4), sigma hp uni anterior chisel had breakage of chisel blade. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the (B)(4), sigma hp uni anterior chisel would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the chisel got broken upon trying to slide it off the cutting block. Broken in two pieces. All broken pieces removed. Surgeon still managed to slot the chisel in the cutting block and then it got stocked and broken in 2 pieces while trying to slide it out the cutting block. Surgeon managed to get all broken pieces and no harm to patient.